Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. No intervention was performed. Patient condition was unknown.

Event description:
New information received notes that the episodes of post paced t-wave oversensing exhibited by the implantable cardioverter defibrillator (ICD) were noted during an in clinic follow-up. The ICD was reprogrammed. The patient was in stable condition.